Manufacturer narrative:
Our field service engineer investigated the ventilator on site. High level of water ingress was found in the air filter and water stains in the air gas module. The parts were cleaned but this did not solve the problem as the pre-use check did not pass the internal leakage test and the flow transducer test. The device also generated a technical error indicating a backup audible alarm and the monitoring printed circuit board (pcb) was replaced to resolve the error. The root cause to the replaced monitoring pcb cannot be established by this investigation. The air gas module was replaced but not received since it was kept by the customer, but a report of an excessive amount of moisture in the air gas module was received. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that liquid had entered the ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).